Event description:
Reference number (B)(4). Event occurred in the united states on 20-september-2024, it was reported that patient encountered infusion set tubing kinked event. No further information available.